Event description:
It was reported that a flotrac sensor was connected to a patient whose co was high periop. No patient injury was reported.

Event description:
The lay user/pt contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
The device history record has been reviewed and passed all final inspections.the monitor will not be returning for evaluation.